Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had lasted less than four years. The device first triggered rrt (recommended replacement time) and then several months later eos (end of service) was triggered. It was noted that eos was triggered sooner than expected by clinicians given the programmed settings and usage. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: additional analysis of the device was performed and no anomalies were observed. It was noted that the additional testing included hybrid memory testing which consisted of word line short detect, physical checkerboard/checkerboard not, iddq, and bist that were performed. All tests passed. The scsp was optically inspected. No anomalies were observed.